Event description:
It was reported to resmed that an internal circuit alarm was observed on an astral device. The customer reported the device was not in use when the fault occurred. There was no patient injury reported for this incident. Ref MFR # 3004604967-2014-00047.